Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information. MDR 9610877-2021-01319 is being submitted for the pentax medical ultrasound video gastroscope model eg-3870utk, serial number (B)(4) used for patient 01. This report is being submitted for the pentax medical ultrasound video gastroscope model eg-3870utk, serial number (B)(4) used for patient 02.

Event description:
Pentax medical was made aware of a complaint which occurred in (B)(6) within the (B)(6)region. The facilities nurse manager reported two patients with duodenal perforations in consecutive cases involving pentax medical ultrasound video gastroscope model eg-3870utk, serial number (B)(4). There was no clear signed of issue with the endoscope. The endoscope passed leak testing. The physician provided the following additional details on 18-oct-2021. Patient 01: "(B)(6) patient, angulated duodenum, perforation identified by endoscopy when the scope was reduced to a short scope. Certainly preventable if procedure with the rounded probe of the j10. Immediate endo closure with clips. Endo retouch a few days later." Patient 02: "(B)(6) patient, angulated duodenum, 2 d2 passages with a jump frequently seen with an old version of the scope. The patient returned in the evening via the emergency room with clear perforation, subsequently confirmed by endoscopy. Clips and stents, endo return last weekend and perfo still open, clips discount." Additional information is being requested from the hospital contacts. The loaner endoscope was returned to pentax (B)(4) inc. Service center for evaluation and it was documented on 18-oct-2021 the endoscope was inspected and passed inspection and no defects found. On 18-oct-2021, a device history record(DHR) review for model eg-3870utk, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 15-mar-2007 under normal conditions. There was a rework for a filter defect which included filter replacement. The device passed inspection and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 15-mar-2007.